Event description:
The end user customer reported receiving this gown within a medline kit pack. It was reported, "blood wicked through the threads around the right upper sleeve above the impervious panel. The procedure was being performed in a cath lab. No blood borne pathogens reported.